Event description:
Related manufacturer reference number: 2017865-2022-16204. It was reported that the patient presented to a right ventricular lead revision procedure. During the procedure, an insulation breach was visualized on the atrial lead. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination found the outer insulation damaged. The cause of the reported events was isolated to the damaged outer insulation consistent with procedural damage.

Manufacturer narrative:
Correction: section d4; device information was previously inputted wrongly and has been corrected in this report.